Manufacturer narrative:
Implant region 35 fractured. Construction is unknown. Patient suffered from peri-implantitis following bone loss and implant instability. Material analysis concluded mechanical overloading of the implant.

Event description:
Implant fracture.

Event description:
Implant fracture.